Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference#: (B)(4).

Event description:
It was reported on 06/09/2026, that dr. (B)(6) reported that the upper right anchor fractured off from the silent nite 3d device. It was requested that the remake be made stronger. Additional information received reported that the 79-year-old, female patient did not suffer any injury or adverse outcome and no medical intervention was required. The device broke on (B)(6) 2026 and the patient stopped using the device the same day. It is unknown if the patient was sleeping when the device broke.